Event description:
It was reported that the atrial lead exhibited noise. The noise could be reproduced with isometrics. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Lead analysis found external insulation abrasions at 36.7 to 37.1cm from the distal consistent with friction between the lead and another device.